Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device was unable to fire. When the surgeon wanted to staple, the clamp was blocked and stapling could not be achieved with this stapler. There was no patient injury.